Manufacturer narrative:
Compliant investigation underway.

Event description:
During a tcar procedure on (B)(6) 2022, the physician was unable to cross the lesion with the 0.014'' guidewire along with other wires. The physician converted to cea as a result of the event.

Manufacturer narrative:
Compliant investigation underway and will be attached to this report.

Event description:
During a tcar procedure on 05/16/2022, the physician was unable to cross the lesion with the 0.014'' guidewire along with other wires. The physician converted to cea as a result of the event.